Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment (specific date not reported). Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to resect the subcutaneous tissue surrounding the abutment. The abutment remains attached to the internal fixture.